Event description:
We use niko med trace 1 foam ECG electrodes product number 5550, lot # 70727-0216 and 70727-0214. In several of the sterile, sealed aluminum packages of electrodes we have found mold and mold spores growing on the conductive gel. If not caught and are used on pts may cause severe skin infections. We have contacted niko med and spoken to them on several occasions, but they have not acted on our complaints. These are mfg by nikomed USA and are regulated by the FDA.